Event description:
According to the report, "while trying to obtain a second reading (strip) on run #24 in 2006, the monitor flashed on and off and smelled of smoke. Upon arrival to hosp, 1105 was notified of equip failure." The reporter said that no further information is known about the incident.

Manufacturer narrative:
The facility released the device from quarantine and forwarded it to redmond for repair. The repair depot evaluated the device and observed that it would not power up and, after the case was opened, observed widespread damage from heat, smoke, and fire. The root cause for the damage could not be determined. Physio-control replaced the device.